Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic assisted lap hysterectomy procedure on (B)(6) 2024 when it was reported, ¿the airseal is set to house gas but has been switching to bottle gas in the middle of the case leading to the unit shutting down mid case." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that there was a complete loss of pneumo. All instrumentation was safely removed from the patient. The procedure was completed using another device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, as-ifs1, airseal ifs, 120v, was being used during a robotic assisted lap hysterectomy procedure on (B)(6) 2024 when it was reported, ¿the airseal is set to house gas but has been switching to bottle gas in the middle of the case leading to the unit shutting down mid case.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that there was a complete loss of pneumo. All instrumentation was safely removed from the patient. The procedure was completed using another device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found that the unit high pressure unit sensor failed. The unit was repaired, evaluation completed and final tested. The unit met all specifications. Root cause cannot be determined, however, based upon IFU; a possible cause of this event could be that gas supply of greater than 15 bars/218 psi is supplied to the device, regardless of if the default setting is set to bottle gas or house gas, the device will automatically default to bottle gas mode. The default gas settings are selected at the factory and should be changed as necessary by the user. The preventive maintenance was not overdue. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and found similar repairs to this complaint. A two-year review of complaint history revealed there has been a total of 80 complaints, regarding 80 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when message change gas bottle! Airseal insufflation shut down in 100 s! Pressure limited to 12 mmhg. Check gas supply. We will continue to monitor for trends through the complaint system to assure patient safety.